Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The computer was replace and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system could not import or delete patients data. There was no patient present at the time of the event. It was noted that the site does not delete patient exams off the system.